Event description:
The frame of my eyeglasses broke near where the right arm joins the front frame after less than 1 year of having them. I have the same glasses from an earlier / slightly different prescription and I used those as a backup. Then they broke in the exact same place. I think the design is flawed. I can't see without my glasses, so I had to order a new frame. The frame my newer glasses is kate spade brylei rnl 135 and the older is kate spade brylie otq 135. Reference report #mw5153285.